Event description:
Our distributor in (B)(6) reported that the mr290v vented autofeed humidification chamber from an rt225 breathing circuit was broken. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected. Results: visual inspection revealed a cracks on the dome along the base. A vertical crack was found on the chamber dome between the baffle and chamber port. A lot check revealed no other complaints of this nature for lot 130410. Conclusion: we are unable to determine the cause of the cracks identified on the returned mr290v chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The returned chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 state the following: use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.